Event description:
The patient was very active. He was sitting down one day and heard a 'snap'. Afterwards, he no longer felt stimulation sensation. Movement and palpation did not cause stimulation changes. The patient used program a 100% of the time (amplitude: 2.4 volts, pulse width: 420 microseconds). Impedances were greater than 2000 ohms on most bipolar electrode combinations, some greater than 10,000 ohms. X-rays taken in 2008, showed that the extensions were disconnected and pulled out of the implantable neurostimulator. The extensions and implantable neurostimulator were replaced.

Manufacturer narrative:
The extensions and implantable neurostimulator have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.